Event description:
It was reported that they cannot insert the lead into header block. The stimulator blue tined lead used. During the call, the healthcare provider tried another lead and it advanced fine into the stimulator. It was reported the blue was seen. Later on the reported event date, it was noted that there was still issues after multiple troubleshooting. The lead was never the issue it was the stimulator. The representative was instructed to open a second ins (stimulator) and to send the ins back to manufacturer. It was reported they ran impedance with amplitude at 2 and pulse width as high as 360. Then ran programs with all electrodes as the negative and got motor response on all 4 at amplitude less than 4.0 then the set screw would not tighten down though after so many attempts of the lead catching so they were instructed to open a second ins. It was reported motor response on all 4 electrodes and the patient felt stimulation in pelvic area additional information reported the patient had stage 2 implant the day of the reported event date. The patient was getting good response to therapy during stage 1 for retention. Healthcare provider in stage 2 procedure and having difficulty inserting lead into ins header block. It was noted by the healthcare provider that it felt "rough" when he was trying to insert lead into header block. They were ultimately able to get the lead into header block by using a bit of pressure, but now have high impedances on most contacts. The healthcare provider indicated that lead was secure in ins (stimulator) header block and lead did not pull out when he tugged on it. Caller reports reading greater than 4000 ohms on some of the bipolar pairs. It was also reported greater than 4000 ohms on all or some unipolar pairs. All pairs were greater than 4000, except for c2, c3 and 23, which were normal range (impedance conducted a t 2 volts, 300). It was noted that this was a consistent pattern when impedances were done with higher settings up to 3 volts and 360us where all pairs were greater than 4000, except those pairs already noted. When they went to check for motor response with lead and extension, the healthcare provider noted that lead pulled right out of header block of ins (stimulator) even though he thought it had been in there tight. They checked lead with extension for motor response and were getting motor response on c positive 1 negative at 3.9 volts and with 02 pair at 2.5 volts. It was reviewed that system noise could be an issue. They moved away any emi (environmental interference) sources but that didn't resolve issue. The healthcare provider then changed out ins and lead inserted fine with the second ins. They had the same normal impedance pairs and the same open circuit pairs when testing at higher settings that were used previously (e.g. 2 or 3volts, 300-360us). Additional information received reports the patient was doing fine to the representative knowledge. The cause of impedance issues was unknown.

Event description:
Additional information reports the stimulator was explanted and replaced on (B)(6) 2014. It was noted not a normal battery depletion. It was reported difficulty getting lead in channel and impedance was reading greater than 4,000. There was no patient death as of reported event date and the patient recovered without sequela.

Manufacturer narrative:
Concomitant products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the neurostimulator serial number (B)(4) reveals the setscrew was backed out too far.